Manufacturer narrative:
Updated to clarify that the initial report was filed in error due to new information received from the user facility. The original event description indicated the device sparked; however, the user facility indicated on (B)(6) 2014 that sparking did not occur. No fileable malfunction of this device was reported.

Event description:
It was reported that after sterilization at the user facility the venom(tm) nitinol electrode, 100mm was sparking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Per new information received on (B)(4) 2014, sparking did not occur.

Event description:
It was reported that after sterilization at the user facility the venom(tm) nitinol electrode, 100mm was sparking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.